Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 300 mg/dl at the time of the incident. The customer also reported the off no power alarm without low battery alarm. Customer declined troubleshooting for the high blood glucose. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was monitored for several days and no blank display anomaly or unexpected power off anomaly or off no power alarm noted. No damage found on lcd isolation tape noted. Device had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.